Event description:
International customer reported that the needle tip broke during use. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 04/08/2009. Result: unused representative samples were tested for needle strength and ductility. The results met product specification. Conclusion: no failure detected and the product is within specification.